Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/10/2014 with the following findings: the complaint could not be duplicated with investigation. The pump¿s black box revealed rebooting events occurring after a replace-battery alarm and replace-cartridge alarm. A battery compartment crack was observed with evidence of moisture ingress. Leak testing revealed a battery compartment leak. The battery cap was undamaged and was able to be properly secured to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. There was no evidence of moisture on the pump¿s internal components.